Event description:
When attempting to withdraw fluid from foley catheter balloon for removal of catheter, the catheter self ejected out of the penis and had resulting frank bleeding. Pt to operating room for ureteral tear repair.